Event description:
It was reported the unit states on (B)(6) 2026 at around 6am the abp alarms were being turned on and off for room 364aucm when no alarms were active, and no nurse was in the room. The customer requests to talk to clinical application specialist to review the clinical logs. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.